Event description:
The customer stated that he was hospitalized with a low blood glucose of 40 mg/dl. Prior to the event, the customer had eaten breakfast, and then laid down. The customer remembers nothing else. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was not exposed to high magnetic fields. No damage to the drive support cap noted. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.